Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the battery. The unit passed extended self-testing. (B)(4).

Event description:
The user facility reported that an 840 ventilator had a low battery alert while in use on a patient. The patient was switched to another ventilator. There were no negative patient consequences reported. The date of the event is unknown.